Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead was replaced following high out of range pacing impedance measurements and a presumed clavicular crush conductor fracture. No resulting adverse patient effects were reported and no return of product is expected.